Event description:
On (B)(6) 2012 customer reported that the cartridge chemistry (cc) sample probe, on the dxc 800 pro instrument, leaked. Customer stated that the instrument experienced a cc obstruction error and that the system aspirated a clot. Customer stated that she changed the wash collar, but the probe was loose and leaked. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and noted that the level sense bead was stripped, and that the sample probe could not be removed or properly secured. Fse replaced the sample probe and the level sense bead. Fse also found a clot in the vacuum valve and disassembled and cleaned the valve. This resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. No further leaks and errors were reported.

Manufacturer narrative:
Evaluation: results: level sense bead. (B)(4).